Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian hispanic female patient who underwent primary breast augmentation surgery with two 250cc mentor smooth round moderate plus profile saline breast implants experienced bilateral capsular contracture baker grade unknown on the right and baker grade iii on the left side post procedure. As a result, patient underwent bilateral removal and replacement with two 215cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.